Event description:
Additional information received from a manufacturer representative reported the event resulted in the surgery being delayed over 15 minutes as troubleshooting was performed. No spark or arc was visible when the shocking sensation occurred. The patient was fine after the ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that during an implantable neurostimulator (ins) replacement procedure, the patient experienced several electric shocks when a plasma blade touched the patient's skin. The electric shocks did not stop as long as the plasma blade was in contact with the patient's body. An electrical ground was located on the patient's thigh and the surgical table had a hoop going form one side of the table to the other , near they patient's shoulders. All of the electrical connections were checked during the procedure. No further patient complications were reported. This event was previously reported in manufacturer report #3007566237-2017-01363. Any new information relating to this event will be reported in this manufacturer report.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was being replaced due to normal battery depletion. No diagnostics or troubleshooting was done during the procedure. During the procedure, the decision was made to complete the replacement using electrosurgery instead of the plasma blade. The patient was under local anesthesia during the procedure and they were able to tell the physician what they felt. The ins replacement procedure was able to be completed.